Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: a520, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a520, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they wanted to increase stimulation. The patient stated that they had to reboot the handset, and they weren't sure what program they were on. The handset was not displaying any information. The patient increased from 1.6v on p7 to 2.7v where they could feel stimulation. The patient will follow up with their hcp. No further device issue alleged / identified. No patient symptoms or complications were reported.